Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip devices are being filed under separate medwatch reports.

Event description:
This is filed to report the gripper line break, difficulty removing the device, and complete clip detachment. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3. Two clips (lots 80119u187, 71113u257) were placed successfully. A third clip delivery system (cds 80119u188) was advanced; however, due to large calcification, it was not possible to grasp the leaflets. The cds was retracted to the left atrium (la); however, the posterior leaflet became torn (flail). The cds was removed and the procedure was discontinued. The mr remained at 3. The next day, a second procedure was performed to treat the flail with an occluder. During placement of the occluder, the first implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A new cds (80124u207) was advanced to the left ventricle (lv). While retracting the gripper lever, the gripper line broke. It was not possible to retract the clip into the la due to the lowered grippers; therefore, the clip was deployed. After deployment, it was confirmed that the clip was not attached to the leaflets and remained on the gripper line. The steerable guide catheter (sgc) was positioned above the detached clip, and the clip was pulled to the tip of the sgc. While retracting with the gripper line, the clip stuck on the septum. A snare was advanced, and the clip was retrieved successfully from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported clip detachment from the leaflets but remained on the gripper line, gripper line break and difficult to remove could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break and ccd could not be determined in this incident. The reported difficult to remove appears to be due to procedural condition as the clip got stuck to the septum while retracting the gripper line. There is no indication of a product quality issue with respect to manufacture, design or labeling.